Event description:
Pt bs low since 0600 when gas checked. IV fluids increased and bs rechecked in 1 hour bs lower than before. D10 bolus given but bs lower on recheck again. IV checked not leaking from the site. Bs rechecked again and again low not improving. Another d10 bolus given. Bs remained low despite d10 boluses. IV checked again noticed blankets on pt mattress noticeably wet. Started a 3rd d10 bolus and felt fluid up against my arm. Looked at IV site again ok, so followed up the tube and noticed fluid shooting out of the port site closest to pt on IV tubing. Tubing switched out and pt given 3rd bolus and IV fluids increased. Bs recheck after tubing switch out was 241.